Manufacturer narrative:
Date of event is unknown; awareness date has been used for this. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology a crack led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: catheter hub has been leaked or been cracked on multiple iagbc.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology a crack led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: catheter hub has been leaked or been cracked on multiple iagbc.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 27-sep-2022 . H6: investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received two 22g x 1.00in. Insyte autoguard bc units, referred to as unit 1 &2, with no product documentation to indicate the reference or lot number. Unit 1 was returned used and had a crack with an aperture on the catheter adapter below the wedge. A microscopic inspection of the crack was performed. The crack was observed to have smooth edges and therefore is most likely a result of a short shot during the molding process. This type of damage is indicative of leakage. The reported issue was confirmed. A device history review could not be completed as no batch number was provided.